Event description:
It was reported that the screw from initial procedure backed out. Surgeon performed revision procedure to remove the screw and replace with revision screw.

Manufacturer narrative:
Method: risk assessment; the reported event was confirmed visually to have backed out of the plate via photograph received. Device was not returned and lot number was not provided, therefore device history review and complaint history review could not be performed. It is not possible identify a specific root cause as it is unknown how the screw was initially placed and/or the activity that the patient participated in following surgery.

Event description:
It was reported that the screw from initial procedure backed out. Surgeon performed revision procedure to remove the screw and replace with revision screw.